Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument a false negative result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: indirect channel customer reports suspected false-negative results at bactec. Initial contact was made with the scientific advisor reporting suspicion (not yet confirmed) on the part of the indirect channel client regarding non-bacterial growth in pediatric bottles.

Event description:
It was reported that while using bd bactec¿ fx40 instrument a false negative result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from portuguese to english: indirect channel customer reports suspected false-negative results at bactec. Initial contact was made with the scientific advisor reporting suspicion (not yet confirmed) on the part of the indirect channel client regarding non-bacterial growth in pediatric bottles.

Manufacturer narrative:
H.6. Investigation: false negatives were reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6). Customer indicated that the report suspects false negatives. No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance concluded that due to lack of data and feedback from the customer this case is closed. This case will be re-opened and re-investigated, if any information is provided in the future. The complaint is not confirmed because of lack of information. Bd quality did not receive any returned materials for review. Review of device history record for ff4610 is not needed due to the age of the instrument. Service history for ff4610 was reviewed and revealed no previous complaints related to false negatives. The root cause was unable to determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to monitor for trends related to the failure mode. H3 other text : see h.10.